Event description:
It was reported that during an implant attempt, the physician was upset because the atrial lead would not stay attached to the atrium even after multiple repositions. The atrial lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut and there was blood in/on the helix mechanism. Visual analysis noted that the lead was damaged at implant.